Manufacturer narrative:
The reported events of high capture thresholds and low sensing was not confirmed. Difficult to get a stylet inserted into the lead was confirmed. Analysis did not find any indication of conductor fractures or internal shorts. The lead was evaluated with the cause was isolated to the inner coil clogged with dried blood.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the day after implant procedure, the patient presented for lead revision. The right atrial lead was exhibited high capture threshold and low sensing. The physician had difficulty repositioned in the lead, the stylet could not be inserted into the lead. The lead was explanted, and it was noted that blood and the lumen were in the lead. The lead was replaced. The patient was in normal condition before, during and after the event.